Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2366-70, serial # (B)(6), description: linear 3-4 lead 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing discomfort at the lead site due to the leads being too superficial. The patient underwent a lead revision, during which, the physician elected to replace the leads with new leads. The patient was reportedly doing well following the procedure.